Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed the front case was cracked and it was missing both back labels. On power up, the pump displayed error code 1210 changing to 1260. According to the investigation, this issue was a result of the customer's physical damage to the device. The real time clock lithium battery had been damaged. The microprocessor board was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump displayed error code "1260." No adverse effects were reported.